Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, hemolysis and paravalvular leak are listed as potential risks associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode and adverse event is not required at this time. In this case, the paravalvular leak (pvl) that reportedly resulted in hemolytic anemia and blood transfusion to treat was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during tavr procedure with a sapien 3 ultra resilia valve, post valve deployment, mild to moderate pvl was observed...valve was deployed at 90/10 (aortic/ventricular) position with nominal volume. Post valve implantation, mild to moderate pvl remained from the non-coronary cusp (ncc) to left coronary cusp (lcc) commissure. Post dilation was performed with 1 mm added nominal volume, but no improvement was observed. Area was 328.6 mm with moderate to severe calcification." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the patient had an annulus with moderate to severe calcification. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. As such, the available information suggests that patient factors (calcification) may have contributed to the reported event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild to moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, the valve was deployed in the 90/10 (aortic/ventricular) position with nominal volume. Post valve deployment, mild to moderate paravalvular leak (pvl) was observed from the non-coronary cusp and left coronary cusp commissure. A post-dilation was performed with an additional 1 cc, but the pvl did not improve. During a follow up visit at an outpatient center, hemolytic anemia was observed due to the pvl. The patient received blood transfusions as treatment.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.